Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. The customer's blood glucose was 48mg/dl at the time of incident. Trouble shooting was performed found she change her infusion set the night before and realized she might be using infusion sets being recalled. She had a low blood glucose of 48 mg/dl and treated by drinking juice and eating food. Advised customer to monitor blood glucose levels. Customer stated having other things going on at the time that may contributed with the low blood glucose along with using infusion sets from the recall notice. Customer declined to trouble shoot for the low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Device had broken battery tube threads, missing reservoir tube o-ring.